Event description:
The technician alleged the head brake casters would not hold. No pt impact.

Manufacturer narrative:
The technician replaced the head brake casters, brake casters supports and the brake link bushings to resolve the issue.